Event description:
It was reported that the cartridge was not fitting properly on the pump, and it could not be fully snapped into place. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support (cts) guided the caller through inspecting and cleaning the pump but without success in loading the cartridge; as a result, cts arranged to send a replacement pump with updated software. The customer was advised to use multiple daily injections as a backup therapy and given instructions on storing the defective pump and returning it to tandem.